Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose went up to 400 mg/dl, she attempted to deliver a bolus, and three hours later, her blood glucose still high at 411 mg/dl, after 10 units of insulin. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no air or leaks were found. All history and settings appeared correct. The customer could not perform the high pressure test. Nothing further reported.